Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an end of life (eol) indicator. The device was explanted and will be returned for analysis. No adverse patient effects were reported.